Event description:
In 2007, this pt was implanted with gore excluder aaa endoprosthesis trunk-ipsilateral leg component and contralateral leg component for the treatment of an infrarenal abdominal aortic aneurysm. According to the physician, the contralateral leg component is kinked due to the high angulation of the pt's left common iliac artery. The physician has decided to take a wait and watch approach. The pt is reportedly doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional device implanted in pt; gore excluder aaa endoprosthesis trunk-ipsilateral leg component.